Event description:
It was reported that the homechoice (hc) device was "not communicating" during use. A swap of the device was arranged. It was unknown if there was patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event history log review was performed and identified the following alarms: check supply line, check lines and bags, low drain volume, system error 1087, reload set 163, and drain not finished. The cause of the system error 1087 was determined to be an issue with the power supply. The power supply was scrapped, the homechoice (hc) machine will be sent for servicing, and the hc will be returned to the user. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): actual occurrence date and the therapy date is unknown.the device was received; however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally tested per the required product specifications. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. The reported condition could not be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.